Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation the monitor was unable to complete functional testing due to not being able to recognize ecgs and therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing gong alerts.